Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump exhibited screen delamination that rendered the display unreadable, and a replacement device was arranged after confirming the serial number and address; the user was instructed on shutdown procedures, data sync to the mobile app, and that device data would not transfer to the replacement. Symptoms included the inability to view the screen. Outcomes included continued therapy interruption mitigation through use of a compatible cgm app or receiver and arrangements for device replacement with return shipping. Investigation included complaint intake, user education on shutdown and data handling, and logistical coordination for device exchange. Investigation of this case revealed a damaged or degraded display component leading to loss of screen visibility, consistent with a hardware display failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the display assembly.